Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging a delayed response when pressing the ok button on her onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about 2 months ago prior to contacting lfs. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). The patient continued to take her usual dose of medication. On (B)(6) 2011 at 6am, after the start of the alleged issue, the patient claimed she felt a symptom of dizziness. The patient provided self treatment (type not specified). At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the alleged issue was not intermittent. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfs' definition suggestive of severe hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged product issue remained unresolved.